Event description:
During on-site service by a baxter service technician, a flo-gard infusion pump was found to have a swollen main battery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed on this device. The visual inspection identified the main battery was found to be swollen. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.